Event description:
Baxter reported, "a pt needed to replace the transfer set because the occluder feet are broken. Leaks can be observed when the minicap is removed. The reported transfer set was placed in 2005." There was no pt injury or medical intervention associated with this incident according to baxter.